Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. As per review of wo on 21feb2023, no patient affection. The device was tested before patient application. As per follow up information received via email on 21feb2023, the failure was detected during the precooling phase, just before the therapy started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. As per review of wo on (B)(6)2023, no patient affection. The device was tested before patient application. As per follow up information received via email on (B)(6)2023, the failure was detected during the precooling phase, just before the therapy started.